Event description:
It was reported that the blade mount tabs broke off during a procedure. It was further reported that there were no injuries and the procedure was subsequently completed. No adverse consequences were reported.

Manufacturer narrative:
There were 3 blades associated with this complaint. The blades were not returned for evaluation. Lot number details were not provided. Based on the information and other more recent complaints reporting similar events, the root cause for the complaint is determined to be multi-factorial.